Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated that her tampon appeared to contain mold. She stated that she noticed the applicator was cracked. She inserted the tampon and upon removal of the applicator noticed there was a black substance on the applicator. She then removed the tampon and there appeared to be a black substance on the tampon.